Event description:
It was reported that the cobra grasper instrument has a broken cable. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable to be broken at the distal idler pulley and the adjacent grip open cable was derailed. The grip open cable derailment may have contributed to the grip close cable breakage. Engineering also observed the distal end of the main tube to have a 2.75 inch long section with material removed on one side of the tube. The damaged area is parallel to tube axis and had a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will submitted if additional information is received.